Manufacturer narrative:
The investigation of vt/vf and access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was determined to be use issue because the bleeding was managed by applying sutures and achieved hemostasis. As the necessary clinical information was not provided, the root cause of the vt/vf was not determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12964: d4 model number. E4 should have been left blank. H3 was the device evaluated by the manufacturer? Inadvertently selected yes. H5 missing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a 46-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support and there was bleeding at the graft side. Surgical dressing was taken down to skin. Hemostatic agents (surgicell, snow) and manual pressure were applied. Sutures were placed in the operating room. Additionally, the patient had ectopy. The staff repositioned the impella due to the ectopy and no issues were reported since repositioning.